Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. No physical damage was noted. An occlusion test and was performed and the reported problem was duplicated; there was a little debris on the motor sensor on the main board. The root cause of this issue was deemed to be manufacturing's incorrect assembly of the device. Actions were taken to mitigate the reported issues: cleaned motor sensor on the main board and all functional tests passed. Manufacturing responsible personnel have been notified of this issue. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.